Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was found unresponsive by his spouse who called the paramedics. The patient¿s blood glucose (bg) value was not provided; however, emergency medical services (ems) determined the patient was hypoglycemic and treated the patient with IV d10. The paramedics remained with the patient for three hours until his bg stabilized. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.